Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on (B)(6) 2019. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots a18346 and a18346a. Both lots have the same expiration, and mfg date.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a patient. There was no product information, patient information or results at the time of the call. The customer stated that the results were depressed. Method: I-stat, date: 04/03/2019, collected: 16:30, tested: 16:36, result: 0.09. Positive cut-off value for I-stat is 0.08 the reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. After sorting out misleading information regarding two incidents with only results for one event, on (B)(6) 2019 the customer confirmed and reported that I-stat yielded a positive result of 0.09 on a (B)(6) year old male patient presented with chest pain. Troponin lots a18346 and a18346a were reported but only one result and associated with two tickets (incidents). It is unknown which lot was part of the event or patient. The customer also stated that I-stat troponin results were different than lab troponin. There was no EKG or ECG to confirm the patient did not have an mi and final diagnosis was not provided. Per I-stat system manual: art: 714258-00q. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).